Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016, to report that the g5 transmitter would not pair with the g5 application on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.